Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibited noise on atrial and shock channels and occasionally on the rate/sense channel. This noise does inhibit ventricular pacing, but no inappropriate shocks have occurred. A technical service consultant noted 12 episodes on the electrogram strips. The patient is an electrical engineer who works with numerous potential electro-magnetic interference (emi) emitting equipment. At a later date, noise that appears like emi (broad black marks) was again noted of the electrograms and still more prominent on the atrial and shock cahnnels. This time the noise occurred at 7 am when the patient was in the shower; not at work. He is unaware of any sources for emi in the bathroom. He has never received an inappropriate shock, but has had many inappropriate mode switches.